Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the patient¿s device was in overdischarge. They stated that they just cleared the power on reset (por) with their clinician programmer but didn¿t see a message about the implantable neurostimulator (ins) being overdischarged and are wondering if it could be the 3rd overdischarge. The rep stated that the patient last successfully recharged the ins 2 weeks ago. They noted that the ins died, and the patient couldn¿t reconnect with it for a week after that. The rep indicated that the patient wasn¿t getting any coupling boxes, and the recharger was switching between screens showing it wasn¿t communicating and the charging screen, but it never stayed on the recharging screen. They mentioned that they interrogated the ins prior to it being at 25% charged, so they are unsure how charged the ins currently is. The rep stated that the service life says ok. Technical services reviewed that the end of service (eos) message would have appeared right after the por was cleared if it was 3rd overdischarge. No further complications or patient symptoms were reported or anticipated.